Event description:
Outbound, pt reports leaking from extension tubing at filter disc on 2 sets of tubing with lot number dr18c07058. No further details provided. Diagnosis or reason for use: sph. Is the product compounded? No. Is the product over-the-counter? No.